Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had been hospitalized on (B)(6) 2016 with a blood glucose in excess of 1,000 mg/dl; treated with IV fluids. Patient discontinued pump therapy. Animas has made multiple but unsuccessful requests for further information. This complaint is being reported as the pump could not be eliminated as a cause/contributor to the hyperglycemia.